Manufacturer narrative:
The customer checked the pipette using the onboard program and discovered that the pipette was bent badly. The customer replaced the pipette and stated that the problem was resolved. The calibration passed and the controls were in range and they had no further issues with patient samples. The system is operational. No further action is required.

Event description:
The customer reported false negative leucocytes on the clinitek atlas compared to manual microscopy. There was no reported injury due to this event.